Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the device exhibited a diagnostics anomaly post rf ablation procedure. After a device software download, normal function resumed. The patient was in stable condition and would be monitored.

Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device had been exposed to rf ablation. The diagnostics were cleared and the patient would be monitored.